Event description:
Customer reported the filament driver board needed to be replaced. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the filament driver board. System operates as intended.